Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported left side fluid, deflation, and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "seroma extracapsular irrivelvey." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed openings on the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Additional observations: observed creases on the device. Observed wear abrasion on the device. White calcification observed on the surface of the shell. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported left side fluid, deflation, and exchange from textured to smooth due to concern with the product. Healthcare professional additionally reported "seroma extracapsular irrivelvey." Device has been explanted and replaced.